Event description:
Healthcare professional reported they had an issue with a juvéderm® ultra xc while injecting the needle that was in the hub came loose and all the material came out. No injury to patient or staff was reported. This was the initial use of the syringe and the packaged needle was used.

Manufacturer narrative:
Device analysis: empty syringe of 1.0 ml received without cap, no needle. No defect observed to syringe.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: 5. Precautions ¿ juvéderm® ultra xc is packaged for single-patient use. Do not resterilize. Do not use if package is opened or damaged. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. 8. Instructions for use b. Health care professional instructions 9. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported they had an issue with a juvéderm® ultra xc while injecting the needle that was in the hub came loose and all the material came out. No injury to patient or staff was reported. This was the initial use of the syringe and the packaged needle was used.